Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert for high impedance. Lead connection issue suspected. Device was programmed hv vector rv to can. Dft testing was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.